Event description:
It was reported that the customer received no delivery alarms, following infusion set changes. Customer's blood glucose was 291 mg/dl. Customer stated he had tried all remedies. He was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.